Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty on an unknown date in 1996. Subsequently, a revision procedure was performed on (B)(6) 2014 due to polyethylene wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty on an unknown date in 1996. Subsequently, a revision procedure was performed on (B)(6) 2014 due to polyethylene wear. The humeral head was removed and replaced.